Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a leak from the reservoir could not be confirmed through functional and visual testing. However, a leak was discovered outside of the reservoir at the delivering tubing. The root cause was determined to be cut tubing. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up will be submitted if any additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor that had leakage from reservoir that was observed during patient use at the hospital. The device was filled with heparin sodium 2 milliliters, 5-fluorouracil 3000 milligrams and saline 6 milliliters. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.